Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided . Date of event unknown / not provided. (B)(6). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported by clinician that the patient had pain and swelling to implant area, tooth location unknown. Area was accessed and infection was found at the implant site. Implant was removed and the site had debridement and irrigation and patient was placed on antibiotics. Patient will return after healing to replace implant.